Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that she wanted to check her patient's insulin pump. She indicated that patient had high blood glucose of 500+ mg/dl however, he was recently hospitalized with diabetic ketoacidosis. Troubleshooting checked settings and found that the customer's drive support cap was normal but customer declined troubleshooting for air bubbles. Customer wanted to perform a high pressure test but did not have a clamp. Customer also indicated that pump is taking 5 minutes to rewind and prime. Customer was advised to monitor device and revert to a back-up plan per his doctor's instruction until tubing clamp is received.